Event description:
It was reported that the device went to elective replacement indicator (eri) within approximately three and a half years. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that on (B)(6) 2011 the device went to elective replacement indicator (eri) <=2.62 volt. The weekly battery voltage log data shows minimum battery=2.64 to 2.62 volts minimum between (B)(6) 2011.